Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fluid overload. The cause of the event was unknown. The patient was hospitalized due to fluid overload. On an unreported date, the patient was treated with unspecified medication (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from being hospitalized and was recovered from the event. Pd therapy was ongoing. No additional information is available.